Event description:
It was reported this was a venotomy closure of a right common femoral vein using the pre-close technique via a 8f sheath hole prior to a pulsed field ablation (pfa) procedure. Reportedly, while in the anatomy, the foot plate was unable to close. Additional force was applied and the prostyle device was removed from the anatomy. However, it was suspected the opened foot plate may have caused damage to the vessel. The physician decided to continue with the procedure without pre-placing any other devices. The sheath was upsized to 24f, and the procedure was completed. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code: 2017 - failure to follow steps / instructions.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported failure to retract the foot was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue, patient effect and treatment appears to be related to circumstances of the procedure. In this case, biological matter/tissue likely became caught in the foot contributing the reported difficulty to retract the foot. The device was removed against resistance. It should be noted that the electronic prostyle instructions for use (eifu), states: do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. In this case, based on the reported information, the IFU violation did not contribute to the reported difficulties. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.